Manufacturer narrative:
"An extension replacement was reported to abbott. During an ipg replacement, the extensions were found to be torn. The extensions were explanted and replaced. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined."

Event description:
Related manufacturer reference number 1627487-2023-02287. It was reported that patient experienced ineffective therapy due torn extensions. As s result, surgical intervention was undertaken wherein the extensions were explanted to address the issue. Additional surgical intervention may take place to restore therapy.

Manufacturer narrative:
B3: date of event is estimated. E1: reporter phone number: (B)(6). Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.